Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had issue angulating the device. Inspection and testing of the returned device found forceps channel port was shaved off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the due to wear of angle wire, bending angle in up direction does not meet the standard value. Forceps channel port is shaved. Connecting tube has a dent. The control unit has a scratch. The switch box has a scratch. Grip has a scratch. Angulation lever has a scratch. Up/down plate has a scratch. The insertion tube rotation ring has a scratch. Universal cord has a scratch. Light guide-cover glass has discoloration. The scope-connector has a scratch. The scope cover unit has a scratch. A review of the device history record found it was confirmed that there was no non-conformity of the device during manufacturing. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It has been over 9 years since the subject device was manufactured. Based on the results of investigation, the likely cause is determined to be due to event occurred by stress of repeated use, external factors, or handling of the device. However, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.